Event description:
Pt transferred to ccu from area hospital after anterior mi with st elevations. Pt became cool/clammy with EKG changes. Bp dropped suddenly, unresponsive could not hear heart sounds. CPR started with fluids wide open. Cardiac echo found tamponade. Pericardiocentesis successful-drainage of fresh blood. No tamponade on echo. Spontaneous femoral pulse lose-CPR started second pericardiocentesis attempted-wire got stuck. Attempts to revive unsuccessful. Myocardial rupture with pericardial tamponade determined. Pt not a surgical candidate. Pt expired.